Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a demonstration the adapter was fitted to the power handle but was not recognized and would not articulate or rotate, it would open and close the staple jaws but not fire. There was no patient involvement.